Manufacturer narrative:
The user facility provided additional information regarding the incident. The user made a decision to break the compression paddle to remove the biopsy needle. The unit was repaired and successfully tested; it was returned back to regular system operation. A communication error inside the acquisition work station (aws) was identified as a root cause of the reported system freeze. Siemens issued a customer safety advisory notice via an update instruction with internal # xp018/19/s. The customer notice provides steps to the operator on how to easily release patient and proceed with the exam. This corrective action was reported to FDA under c&r # 2240869-07/25/2019-0057. A corrective action to eliminate the root cause of the system freeze will be released via an update instruction xp021/19/s. The software solution will be provided to all affected users in august 2019.

Manufacturer narrative:
Investigation is still on-going. A procedure to remove the tower holding the needle is available. It allows to extract the needle out of the breast without any specific instruments. However, it is assumed that this procedure is not known to all users. Siemens currently investigates how to get customers informed about this procedure. A supplemental report will be submitted if additional information becomes available. Internal ID (B)(4).

Event description:
Siemens became aware of an incident on the mammomat revelation system through an adverse event report submitted by the user. The unit locked up during a biopsy procedure with a biopsy needle inserted. The user had difficulties removing the needle as the tube head could not be moved anymore. The customer made the decision to break the compression paddle to get the biopsy needle out of the breast. It was reported that the patient required medical intervention. The details of the medical intervention have not been provided to siemens.